Event description:
Drive devilbiss healthcare was notified of an incident by the end user involving a rollator where the end user lost his balance, fell onto the rollator, and sustained a large laceration on his leg due to the brake assembly. He received 27 staples on the laceration. Drive devilbiss healthcare is requesting the return of the device for evaluation. An update will be filed if additional information becomes available.